Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) had sensing issues on the discrimination channel due to over-sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.